Event description:
It was reported that the device had a leak in line. The patient reported waking up feeling extremely nauseous and that shirt was wet from the medication leaking. From patient explanation, it appeared the leak was from the extension set tubing connector. The patient stated that she began to feel dizzy after starting the pump but believed it was 'in her head'. The patient confirmed after 30 minutes, she felt much better and less dizzy and that she had spoken with her doctor who instructed her to continue at current dose. The patient had a backup device she was able to switch to. No patient injury reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.